Event description:
It was reported that the pump was alarming error code 46510 after starting the infusion. The patient was not affected. The event occurred while in use with patient at the clinic. The operator of the device was a health professional.

Manufacturer narrative:
No product sample was received. Therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.